Manufacturer narrative:
Patient information was not provided. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova representative was dispatched to the facility to evaluate the reported issue but was not able to reproduce or to confirm the reported issue. The device worked according the specification. A serial readout was requested from livanova deutschland to evaluate the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a s5 roller pump did not rotate properly during procedure. There was no report of patient injury.